Manufacturer narrative:
This device used for treatment and not diagnosis. Rms company manufactured the locking holding sleeve ¿ long, for matrix, part 03.616.043, lot 6633547. Possibly due to significant lateral force placed on the product, part of the thread tip sheared off. The materials of the inner and outer shafts were determined to be within specification. The hardness was unable to be verified due to the part geometry. The instrument conformed to dimensional specifications at the time of manufacturing. The threads, including major and minor diameters, thread length, and the inner diameter of the inner shaft were confirmed to be within specification.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during the insertion of a matrix screw, the retaining sleeve came away from the head of the bone screw. After closer inspection it was found that a portion of the first run thread on the tip of the retaining sleeve had come away. Subsequently, the retaining sleeve was unable to fully engage with the screw. It is unclear as to the reason for the thread to have sheared away in such a manner. During the screw insertion, the surgeon was placing significant lateral force on the screwdriver in order to achieve the desired insertion angle. It was reported, the patient was not affected by this incident. The surgery continued as all screws were inserted at this point. It was not possible to locate the missing piece and reportedly it was not within the wound.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The lots were manufactured to synthes tabulated drawing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.